Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred while trying to disconnect from the patient line of an amia cassette after automated peritoneal dialysis (apd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred between the night of 06/082025 and the morning of 06/09/2025. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information b5, d1, d4 (catalogue #, ude #), d9, g4 (510k #), h3 h6 and h11. B5: clarification was received from the nurse stating the correct product code for the alleged transfer set was 5c4482a (not 5c4483 as initially reported). H11: the device was received for evaluation. A visual inspection was performed and a separation between the female connector and the main body was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.